Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had 11 months remaining despite being implanted for only 4 months. Boston scientific technical services (ts) discussed the possibility of premature battery depletion and that device will need to be replaced. In addition, engineering analysis revealed that the power consumption is about close to the expected value from the battery calculator. Ts suggested to evaluate the lv output settings. The device remains in service. No adverse patient effects were reported.